Event description:
During removal of infusaport catheter in operating room, surgeon discovered catheter had shorn off at the level beyond the clavicle. Remaining section of catheter removed by interventional radiology (B)(6) 2022 without complication. FDA safety report ID# (B)(4).